Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "do not expose your pump to: x-ray, computed tomography (CT) scan, positron emission tomography (pet) scan, other exposure to radiation."

Event description:
It was reported that a malfunction alarm occurred after pump was exposed to x-ray. The customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Multiple follow-up attempts were made to obtain additional information; however, the customer did not respond to follow-up attempts.